Event description:
It was reported that multiple episodes of ventricular lead noise was observed. The competitive lead was capped and replaced, however, some days later, several non-sustained lead noise episodes were observed via merlin.net transmission. Program changes were recommended, but when the patient was brought in for a follow-up, device interrogation found no further episodes of noise. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the device was explanted unrelated to the previous event reported.

Manufacturer narrative:
Explant date: (B)(6) 2014. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.